Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
The device is one of the serial numbers from the fsn crm-sal-2023-001. The patient was brought in for follow up to check. The physician noticed a very reduced battery. The device will be exchanged on monday 06/03/2023 and will be available for return.